Event description:
It was reported that there was a break at the distal segment of the catheter. Diagnostic testing and troubleshooting included a dye study which indicated the cause of the issue as a tear at the spinous process. Symptoms or complications associated with the event included increased spasticity. As a result of the event, surgical intervention for explant and total catheter replacement was performed. Patient status was reported as ¿alive ¿ no injury.¿ the pump was being used to deliver lioresal 2000 ¿mcg/day¿ at 12.1 mcg/day. It was subsequently reported that the patient was doing well, but had to have their concentration changed to 1000 ¿mcg/day¿ at the lowest ¿sc¿ rate. After having been itb (intrathecal baclofen) naïve again, it was too much for them; their tone was just a bit too weak. The concentration and dose titration was all performed while still under supervision in the hospital. Since that was fixed, the patient was doing very well.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# b0947912k, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. (B)(4).